Manufacturer narrative:
No add'l info.

Event description:
Physician reported the pt developed a pyrogenic granuloma in the inferior punctum of the lower lid. The plug was explanted and the pt was treated with lotemax every 2 hours for 2 days then 4 times a day for 2 weeks.